Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was damaged. The ra lead was not used. The physician elected to use another ra lead and completed the procedure. There were no patient consequences.